Event description:
It was reported to nuvectra that the patient experienced an infection at the incision site. Subsequently, a revision was performed to flush the infection and the incision was re-stitched.